Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis due to mis-management of their diabetes. The customer was hospitalized due to the diabetic ketoacidosis. The contact stated that the customer was at fault and the hospitalization was not due to any issues with the pump or supplies. Additionally, it was reported that the customer received an occlusion alarm and was unable to troubleshot due insufficient pump supplies. The contact declined providing additional information regarding these events.